Manufacturer narrative:
Should add'l info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.

Event description:
(B)(6). On (B)(6)-2010, an advance sling was implanted for urinary incontinence. On (B)(6) 2010, the pt reported having persistent and worsening incontinence; onset (B)(6) 2010. On (B)(6) 2011, the pt had an aus device implanted due to persistent incontinence. Event status: resolved.